Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrections: g2 - report source: in previous report, "consumer" should also have been selected. H6 - health effect - impact code: in previous report, 4610 should also have been entered.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient underwent lead replacement surgery due to losing therapy from the high impedances on the lead. The lead was explanted and replaced to address this issue.